Event description:
The customer alleged that the unit was leaking cidex at the front right wheel about the size of the palm of a hand. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The fse spoke to the customer over the phone. The fse stated that the customer said they thought that the reservoir may have overflowed, but there were no issues with leakage since replacement of the disinfectant. Result: replacement of disinfectant. Upon follow up, the customer confirmed that there was a leak of cidex opa at the time of the event. No parts were replaced. The leaking went away after the replacement of cidex opa. They have no further issues.